Event description:
It was reported the patient received inappropriate shocks, oversensing and noise was detected. The lead had apparent fracture. The pace/sense portion of lead was capped and previously implanted lead was uncapped and used for pace/sense (2007). High voltage portion of the lead remained in use. Patient's grandmother reported patient heard patient alert (2008). She was transferred to another facility for explant of high voltage lead. The grandmother reports during extraction the vena cava was torn, the lung was cut, and patient sustained brain damage. Patient received 14 units of blood as a result. Lead was not replaced at that time, but information received later indicates a new high voltage pace/sense lead was implanted on right side. Additional information obtained through a newspaper article indicted family feels device caused patient's death.

Manufacturer narrative:
It was reported the patient received inappropriate shocks, oversensing and noise was detected. The lead had apparent fracture. The pace/sense portion of lead was capped and previously implanted lead was uncapped and used for pace/sense(2007). High voltage portion of the lead remained in use. Patient's grandmother reported patient heard patient alert (2008). She was transferred to another facility for explant of high voltage lead. The grandmother reports during extraction the vena cava was torn, the lung was cut, and patient sustained brain damage. Patient received 14 units of blood as a result. Lead was not replaced at that time, but information received later indicates a new high voltage pace/sense lead was implanted on right side. Additional information obtained through a newspaper article indicted family feels device caused patient's death. No conclusion can be drawn interference lead(s), fracture of oversensing shock, inappropriate.